Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker went into backup vvi. There was no patient involvement.

Event description:
New information received notes that programming changes were made.

Event description:
New information received notes programming changes were made.